Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application experienced a timeout. A technical support specialist (tss) reported that after remotely accessing the system and reviewing the medication query log for the reported medication, no related transactions were identified, and no recent activity was found under the patient profile for that medication. The tss requested that the medication be issued again, after which the transaction completed successfully with no further issues observed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower application timeout, when pulling medication (pregabalin 25mg cap), the cabinet logged out, and user had not finished pulling the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.